Event description:
One patient with discrepant calcium results. Initial result 8.1 mg/dl, repeat 9.3 mg/dl (different analyzer, same methodology). The initial result was not reported. The field service rep was unable to determine root cause but noted he loosened the tubing tension on the cell rinse nozzles and adjusted r1 reagent disk. Performance tests were performed.